Event description:
Boston scientific received information that the communicator doesn't power on. An electrical storm occurred at which the power cord had busted open. Troubleshooting did not resolve the issue. Communicator to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection noted damage due to high-powered electrical overstress located at the phone jacks. Two power adapters were returned with the communicator. One of the two returned power adapters was physically damaged. Its top cover was missing and the exposed circuit board inside the adapter was charred (blackened). The other returned power adapter failed to light the action light or green front panel led. Because of this specific allegation, the ring and tip lines of both phone jacks were checked for a possible short or low resistance measurements. Values received were normal. The ring and tip traces on the circuit board were visibly burned. Laboratory analysis confirmed the reported observations.